Manufacturer narrative:
An investigation was conducted for one customer complaint for bact/alert® inst culture bottle (part number 259785), and seeded study performance of clostridium sporogenes. The investigation found that the root cause for delayed time to detection or no growth was the presence of air injected into the bottles during inoculation. The root cause was determined by reviewing a video made by the customer of inoculation of one bottle; and internal testing performed by biomérieux for this investigation using various needle sizes, organisms, inoculation with and without 10 ml of saline. The growth issue for c. Sporogenes is due to the additional introduction of oxygen in the bottle during testing at the customer site. Mainly due to the size of needle gauge and addition of 10 ml of saline (that is not degassed or pre-reduced to remove oxygen). Investigation data showed the time to detection for clostridium sporogenes, a strict anaerobe, increases as the needle gauge increases and/or 10 ml of saline is added. The time to detection for pseudomonas aeruginosa, a strict aerobe, decreases as the needle gauge increases and/or 10 ml of saline is added. This shows the effect of needle gauge and use of a 10 ml oxygenated sample can have on recovery in the anaerobic bottle. An independent recent publication also concludes a smaller needle size improves performance: ¿use of 27g needles improves sensitivity and performance of atcc anaerobe reference microorganism detection in bact/alert system¿, pasqua et. Al., molecular therapy: methods & clinical development, vol. 20, march 2021 © 2021 the author(s).this is an open access article under the cc by license (http://creativecommons.org/licenses/by/4.0/). Examination of the customer¿s two bact/alert® 3d b.50 data backups showed that the positive bottle graphs had good log phase growth curves, while the negative bottles had flat graphs consistent with a true negative. There was no impact or harm to a patient, as testing was a seeded study performed for validation purposes of new sample matrices. The customer reported their seeded study issues to the local competent authority along with their internal investigation efforts. The customer added four lot numbers of bact/alert bpn bottle to their repeat testing as part of their internal investigation. This bottle type also has no adverse trend in the complaint or manufacturing data. This bottle type has a specific intended use for platelet testing only, but is a product equivalent for inst outside of intended use and labeling. The bottle instructions for use (IFU) for iast and bpn, were reviewed by the investigator. The IFU for inst does say to consider using a 23 gauge needle or smaller to avoid oxygenation. A technical review of the IFU was performed to make changes to clarify that using a smaller gauge needle is important and can directly impact recovery and time to detection. The bottle instructions for use will be updated to clarify importance of needle size. The IFU also states: no more than 10 ml of sample should be tested in each bottle. When testing non-nutritional samples such as suspension in water, the sample volume added to the bottle may need to be less than 10 ml. Bact/alert inst culture bottles contain an anaerobic atmosphere under vacuum and must not be vented. Multiple inoculations into a bottle should be avoided due to the potential for air to enter the bottle, which may substantially delay detection times. Users should consider using a 23-gauge needle to prevent disruption of the anaerobic environment, which may occur if a larger gauge needle is used for inoculation. Queries of the manufacturing data, and the complaint data do not reveal any adverse trend for any issue related to delayed or false negative results for clostridium sporogenes in the inst or bpn bottle. The four inst lots and four bpn lots reported by the customer had a review of their manufacturing batch records. All lots met their release specifications, and the inst qc data was similar to the data in the bottle ¿s IFU table 1 for clostridium sporogenes. For the bpn bottle type, clostridium perfringens is tested. There were no changes to the bottle stopper, bottle, media formulation or manufacturing processes. The bottle stopper is the same part number used for all bact/alert culture bottles. The investigator recommended the following: document strain batch number, and handle the stock strain by passing the initial subculture from the lyophilized culture, at least once when the anaerobic plate is 48 hours old before using for anaerobe seeded studies. For anaerobic strains the subculture plate should be at least 48 hours old before using to make the seeded study inoculum suspension. Use 23 gauge to 27 gauge needle for inoculating into the bact/alert bottle to reduce oxygenation. Puncture bottles in the center target of the stopper and keep needle vertical to avoid venting the bottle. Try to make only one puncture to reduce oxygenation. Always hold syringe with needle up, and tap syringe to dislodge air bubbles, eject air bubbles until a drop forms a tip of needle. Make sure any needles are firmly attached to syringe to avoid air leaking into sample around hub during inoculation. Mix bottle by inversion after inoculation and before loading on instrument mix organism suspension before inoculating each bottle to ensure the organisms are evenly distributed before sampling. Use a rack to hold the bottle to prevent sharps injury, and make the bottle more stable during puncture (avoids unintentional movement that can increase venting) document if any sample is added with the organism and if so, if it contains any possible inhibitors to microbial growth (e.g. Antimicrobials). The bact/alert ifn plus bottle has a different media formulation that is able to bind some oxygen that enters during the inoculation, but the recommendations above should still be adhered to, and the bottle IFU should be followed. Adding a 10 ml oxygenated sample to the bottle can be inhibitory, consider using a smaller volume sample in each bottle. Consider using a pre-reduced broth in aliquots, such as schaedler¿s broth. Adding a non-nutritional sample such as water or saline into the bottle, the sample volume may need to be less than 10 ml to improve recovery and time to detection when designing the dilution scheme, using a larger inoculum of organism suspension reduces sample errors ( 1 ml versus 100 ul). Avoid unloading bottles while they are under test. The bottle histories show some bottles were moved multiple times while under test. Use the clinical bottle seeded study procedure as a reference for anaerobes, see (B)(4)protocol - seeded blood culture study - bactalert microbial detection system evaluation protocol - (B)(4). The investigation did not find that the bact/alert inst culture bottle was the root cause for the complaint issue. There was no evidence the inst or bpn culture bottles malfunctioned. Since the bact/alert ifn plus (part number 412990) performed better with the customer¿s test method, they decided to switch to using this bottle type.

Event description:
Intended use: bact/alert® I nst culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsible for validating the bact/alert® system and culture for their testing purposes. Description of the issue: although the bact/alert inst culture bottle is for industry use, the bact/alert sn bottle (ref 259790) is an equivalent product that is intended for clinical (ivd) use. A customer in (B)(6) notified biomérieux of obtaining potential false negative detection for clostridium sporogenes atcc® 19404¿ with bact/alert inst culture bottles (ref. 259785, batch number 0001056926, expiration date 20-jan-2022) during validation testing for a new cellular matrix. The customer stated they have observed anaerobic recovery issues with bact/alert inst and bpn culture bottles using multiple bottle lots and bact/alert incubation modules. Strains tested: bacteroides fragilis, propionibacterium acnes (dsmz 1897), clostridium sporogenes (atcc 19404). The customer stated there were no deviations from, or issues with, their procedure as the procedure was previously validated for such strains (i.e. Cellular matrix). The customer stated that, typically, bottles would flag positive within two (2) days for clostridium sporogenes. The customer unloaded all negative bottles from the instrument and performed subculture (incubation ongoing). They reloaded only two (2) bottles (negative to date) into the bact/alert instrument and further incubated seven (7) negative-to-date (ntd) bottles in a standard incubator. - the two bottles from the instrument remained status negative. The customer did not indicate if visible growth was observed, nor if the bottle sensor had turned yellow (indicating positive for growth). - of the seven bottles placed in a standard incubator, five bottles displayed visual growth (no mention if the bottle sensor had turned yellow); however, two bottles appeared clear. The customer stated there were no deviations from, or issues with, their procedure as the procedure was already validated for such strains. Note: strains are purchased from (B)(4) the customer informed (B)(6) and their clients that they have a potential risk of false negative results. There is no indication or report from the customer that this event led to any adverse event related to any person's state of health. The validation testing is not being performed with patient samples. A biomérieux field application specialist (fas) visited the customer site. - video was taken of the operators performing culture bottle inoculation via syringe. The video shows that air bubbles are entering the anaerobic bottle. The tuberculin syringe appeared to have a bubble; however, the syringe was not tapped nor the air bubble expelled prior to inoculating the bottle. - it was also noted that the customer holds the bottle in their hand when puncturing with the needle. It was recommended they place bottles in a rack (this method keeps the needle more stable during puncture and prevents accidental finger/hand sticks).

Manufacturer narrative:
A biomérieux investigation was initiated. Bact/alert complaint records were reviewed; no systemic issue identified. Clostridium sporogenes is a qc release organism. Qc test results for the four (4) indicated customer lots were within historical norms, and there were no growth performance failures in these lots. Batch record review revealed no manufacturing deviations or raw material changes that could be responsible for the observed recovery issues. Instructions for use (IFU): the bact/alert inst instructions for use require that each laboratory validates their specific application(s), and a needle size of 23g or less is recommended. The customer was using a needle size of 20g, larger than the recommended size. Customer visit by field application specialist (fas): when biomerieux¿s local customer support team went on site to investigate the case, a video was shared of the operators manipulating and inoculating the bottles. Biomerieux product experts observed oxygen introduction into the inst bottles when the test matrix or saline was added to the bottle. Microbiological test plan: to investigate the potential cause of growth delays by replicating customer usage of bact/alert culture bottles. The following tests have been performed on bact/alert inst lot 0001056790 (one of the customer complaint lots): c. Sporogenes and p. Aeruginosa recovery with needle sizes 18g, 22g and 27g to test the impact of the size of the gauge of the needle. Test with the organisms alone to replicate usp and european pharmacopeia requirements, and biomerieux release testing. Test with the addition of 10ml 0.9% nacl to reproduce the situation of the customer. Results of the investigation to date: impact of the saline : the bact/alert inst lot 0001056790 was able to recover both. Sporogenes and p. Aeruginosa for all needle sizes when no saline was used. This indicates that the addition of saline increases the presence of oxygen in the culture media. Impact of the gauge of the needle : recovery of c. Sporogenes in saline was also impacted by the type of needle used. For the 27g needle all three bottles flagged positive, for the 22g, two out of three bottles were positive, and all bottles remain negative for the 18g needle. Average time to detection (ttd) for p. Aeruginosa decreased as we progressed to the wider needles; 27g to 22g and then 18g needle size, indicating again that wider needle sizes tend to introduce more oxygen into the bottle, this to better support the growth of facultative anaerobic p. Aeruginosa. Most probable root cause: the current data supports the conclusion that oxygen introduction during inoculation impacted the recovery of c. Sporogenes in the inst bottle. Saline that has not been degassed can be in itself a source of oxygen introduction into the test along with the size (gauge) of the needle from which the sample is introduced. Preliminary conclusion: investigation data supports that there has not been a degradation in performance with the bact/alert inst bottle and all bottles met performance specifications. Oxygen introduction impacted the recovery of the c. Sporogenes in the inst bottle. The preliminary investigation results were discussed with (B)(6) on 23 jul 2021. (B)(6) had conducted their own testing in response to the complaint and agreed with biomérieux that oxygen introduction was the most likely root cause of the recovery issues. The investigation is on-going.a biomérieux investigation was initiated. Bact/alert complaint records were reviewed; no systemic issue identified. Clostridium sporogenes is a qc release organism. Qc test results for the four (4) indicated customer lots were within historical norms, and there were no growth performance failures in these lots. Batch record review revealed no manufacturing deviations or raw material changes that could be responsible for the observed recovery issues. Instructions for use (IFU): the bact/alert inst instructions for use require that each laboratory validates their specific application(s), and a needle size of 23g or less is recommended. The customer was using a needle size of 20g, larger than the recommended size. Customer visit by field application specialist (fas): when biomerieux¿s local customer support team went on site to investigate the case, a video was shared of the operators manipulating and inoculating the bottles. Biomerieux product experts observed oxygen introduction into the inst bottles when the test matrix or saline was added to the bottle. Microbiological test plan: to investigate the potential cause of growth delays by replicating customer usage of bact/alert culture bottles. The following tests have been performed on bact/alert inst lot 0001056790 (one of the customer complaint lots): c. Sporogenes and p. Aeruginosa recovery with needle sizes 18g, 22g and 27g to test the impact of the size of the gauge of the needle. Test with the organisms alone to replicate usp and european pharmacopeia requirements, and biomerieux release testing. Test with the addition of 10ml 0.9% nacl to reproduce the situation of the customer. Results of the investigation to date: impact of the saline : the bact/alert inst lot 0001056790 was able to recover both c. Sporogenes and p. Aeruginosa for all needle sizes when no saline was used. This indicates that the addition of saline increases the presence of oxygen in the culture media. Impact of the gauge of the needle : recovery of c. Sporogenes in saline was also impacted by the type of needle used. For the 27g needle all three bottles flagged positive, for the 22g, two out of three bottles were positive, and all bottles remain negative for the 18g needle. Average time to detection (ttd) for p. Aeruginosa decreased as we progressed to the wider needles; 27g to 22g and then 18g needle size, indicating again that wider needle sizes tend to introduce more oxygen into the bottle, this to better support the growth of facultative anaerobic p. Aeruginosa. Most probable root cause: the current data supports the conclusion that oxygen introduction during inoculation impacted the recovery of c. Sporogenes in the inst bottle. Saline that has not been degassed can be in itself a source of oxygen introduction into the test along with the size (gauge) of the needle from which the sample is introduced. Preliminary conclusion: investigation data supports that there has not been a degradation in performance with the bact/alert inst bottle and all bottles met performance specifications. Oxygen introduction impacted the recovery of the c. Sporogenes in the inst bottle. The preliminary investigation results were discussed with (B)(6) on 23 jul 2021. (B)(6) had conducted their own testing in response to the complaint and agreed with biomérieux that oxygen introduction was the most likely root cause of the recovery issues. The investigation is on-going.